Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 63(hardware low level failures), pump error 4 (the motor arm cannot communicate with the main arm.). The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-1884, mmt-332a. Troubleshooting was performed. The customer was able to clear the alarm and rewind the pump and the pump exposed to high magnetic environment. The insulin pump passed displacement test. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-242a, mmt-332a.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump passed the displacement and self tests. No pump error 63 or 4s were noted during testing. The attempt to upload using thump was successful. The adapt tool lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 63 (variableinfo = 0x15 hex = 21) (filenumber = 632, linenumber = 2650) occurred @ 08/14/25 03:50:31, 08/17/25 15:50:24, & 08/26/25 01:10:33; pump error 4 occurred @ 08/28/25 04:27:07. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of pump error 63s and 4s was confirmed in the pump's history. According to what's stated in the software r&d pump analysis log, pump error 63 (variableinfo = 0x15 hex = 21) (filenumber = 632, linenumber = 2650) is due to a rf chip problem which is a hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.